Manufacturer narrative:
Lot and serial number of the disposable device not provided by the complainant, therefore the expiration date is not known. Medical devices: myosure controller: sn unk & myosure hysteroscope: sn unk. The device is not being returned therefore, a failure analysis of the complaint device cannot be completed. Lot number of the disposable device not provided by the complainant, therefore the manufacture date is not known. Device history record (DHR) review was unable to be conducted for the disposable device as the identification numbers were not provided by the complainant. (B)(4).

Event description:
It was reported the physician performed a myosure procedure for uterine tissue removal on (B)(6) 2018, and the physician believes there was a uterine perforation after the dilation. The physician is unsure if this was from the dilator or the disposable device. On (B)(6) 2018, it was reported by the sales representative that "according to the operating room (or) staff: the uterine perforation was dealt with/corrected at the time of the procedure".